Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. When the cartridge alarm 19 occurred, the customer's blood glucose (bg) level was 370 mg/dl. The customer administered a manual insulin injection and bg level went down to 209 mg/dl.